Manufacturer narrative:
(B)(4).

Event description:
It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.